Manufacturer narrative:
Additional narrative: patient identifier, date of birth, and weight not available for reporting. Date of device breakage is not known. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was originally implanted with the 4.5mm locking compression plate (lcp) proximal femur hook plate on (B)(6) 2018. Although patient was instructed ¿no weight bearing¿, patient did walk with weight bearing and the plate broke. Patient was returned to surgery on (B)(6) 2018 where surgeon removed the broken plate without difficulty. Patient was revised to another plate. Surgery was completed successfully with no additional medical intervention required. Patient reported as stable following surgery. This report is for one (1) 4.5mm lcp proximal femur hook plate. (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A device history record (DHR) review was performed for part number: 242.125, lot number: h465519, part mfg date: 09-oct-2017, part exp. Date: n/a, manufacturing location: (B)(6): no non-conformance reports (ncrs) were generated during production. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 4.5mm proximal femur plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.